Manufacturer narrative:
Evaluation summary one delivery system was returned to medtronic for evaluation. The capsule was not returned for evaluation. The delivery system was investigated visually for external damage. There were no signs of tissue or blood on the device. The delivery system was not bent and the plunger was not broken. The emergency release was not implemented and the wire that holds the capsule was completely off. As the product was received, it seems that it is functioning according to specification.

Event description:
According to the reporter, customer reported a bravo capsule that failed to attach. There was no patient harm and no intervention required. A repeat procedure was needed. There was not anything unusual about the patient or the procedure itself that may have led to this event. An endoscopy had been performed prior to the bravo procedure and the esophagus appeared to be normal. Capsule will be returned for investigation.